Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-501; lot# fkrp, triathlon asymmetric x3 patella; cat# 5551-g-350; lot# ed3nh, triathlon mis baseplate #5; cat# 5520-m-500; lot# s6a9f. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Still implanted.

Event description:
As per patient: the (B)(6) 2016 assault on both my artificial knees: an angry physician ( I angered him by mentioning that I was also going to get another opinion from a different/competing doctor), while my legs dangled off the edge of an exam table he used both hands to pull my lower leg to the extreme left, to the extreme right, and in full clockwise and counter-clockwise circle. He repeated these motions as of his "exam" repeatedly on both lower legs with a strong grip just below the knee for a number of minutes. Patient seeking advice on how to describe a fairly loud "clicking" (people in a room can hear me walking) caused by a 3rd party assault on left knee (approx. 5 years after successful stryker knee implant surgery) which caused the stryker implant to start clicking and to subsequently start to feel a little less stable.

Manufacturer narrative:
An event regarding audible noise involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as product was not returned, as no devices were explanted as a part of this event. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician for review but was rejected as the clinician deemed the information insufficient and needed confirmation of event and examination after alleged incident. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. Conclusions: the exact cause of the event regarding clicking sound could not be determined from the information provided. The provided medical records were submitted to a consulting clinician for review but was rejected as the clinician deemed the information insufficient and needed confirmation of event and examination after alleged incident. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As per patient: the (B)(6) 2016 assault on both my artificial knees: an angry physician ( I angered him by mentioning that I was also going to get another opinion from a different/competing doctor), while my legs dangled off the edge of an exam table he used both hands to pull my lower leg to the extreme left, to the extreme right, and in full clockwise and counter-clockwise circle. He repeated these motions as of his "exam" repeatedly on both lower legs with a strong grip just below the knee for a number of minutes. Patient seeking advice on how to describe a fairly loud "clicking" (people in a room can hear me walking) caused by a 3rd party assault on left knee (approx. 5 years after successful stryker knee implant surgery) which caused the stryker implant to start clicking and to subsequently start to feel a little less stable.